Event description:
On (B)(6) 2006, the patient was implanted with five gore excluder aaa endoprostheses in treatment of an abdominal aortic aneurysm. On (B)(6) 2007, cta showed a type ii endoleak from the lumbars. No aneurysm growth was reported. On (B)(6) 2008, the patient was implanted with a gore excluder aaa endoprosthesis contralateral leg component. On (B)(6) 2008, cta showed a coil embolization had been performed. No procedure date could be provided. Cta was performed without contrast so no endoleaks were observed. On (B)(6) 2009, CT showed aneurysm growth from 8 cm to 8.4 cm. On (B)(6) 2009, contrast CT showed type ii endoleak with multiple lumbar arteries. There is a small distal type I endoleak on the right climb. It could not be advised which limb was implanted at that location. On (B)(6) 2009, the patient was implanted with three gore excluder aaa endoprostheses. The patient expired on (B)(6) 2011. No information on the cause of death was available.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional devices implanted: pxc141400/04402468, pxa280300/04351946, pxc201000/04229900, pxc141200/04377632, pxc201000/04869629.